Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 29 - ventricular nst<=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 10:12:36 and 10:42:10. 20 - vf<=210 ms on (B)(6) 2011 in the timeframe between 09:32:18 and 10:37:49. Sensing - interference/noise- ventricular short interval count v-sic=3135.9 counts avg/day, in 31.2 days, between (B)(6) 2011 12:52:34 and (B)(6) 2011 16:01:20. Impedance - high resistance/impedance- 1 - patient alert for rv.pace lead z > 3000 ohms on (B)(6) 2011 03:00:05. Weekly pace lead impedance trend data shows an abrupt increase for min and max v.pace= 640 to 6336 ohms peak, between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead fractured and the patient received 41 inappropriate shocks. The lead integrity alert triggered the day before but the patient did not hear the alert. The lead had high impedance, and oversensing of noise. The patient was taken by ambulance to the hospital and the therapy was programmed off for the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported the lead fractured and the patient received 41 inappropriate shocks. The lead integrity alert triggered the day before but the patient did not hear the alert. The lead had high impedance, and oversensing of noise. The patient was taken by ambulance to the hospital and the therapy was programmed off for the lead. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.